Manufacturer narrative:
Per the instructions for use (IFU), pericardial effusion/cardiac tamponade are potential adverse events associated with standard cardiac catheterization, and balloon aortic valvuloplasty (bav). Pericardial effusion is an abnormal accumulation of fluid in the pericardial cavity. Because of the limited amount of space in the pericardial cavity, fluid accumulation will lead to an increased intra pericardial pressure and this can negatively affect heart function. When there is a pericardial effusion with enough pressure to adversely affect heart function, this is called cardiac tamponade. It can be caused by a variety of local and systemic disorders, or it may be idiopathic. Pericardial effusions can be acute or chronic, and the time course of development has a great impact on the patient's symptoms. In tavr patients, it may be caused by guide wire perforations or annular ruptures. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 valve. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. According to the thv training manuals, risk factors for acute aortic rupture/dissection in the tavr procedure include significant valve over sizing (i.e. =4mm) in the presence of severely calcified aortic root and obliterated sinuses. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. The valve was not returned as it remains implanted in the patient. In this case, the exact cause of the pericardium effusion and subsequent death cannot be determined; however, it is possible that patient factors (annulus diameter measured 19.4mm x 26.6mm) in combination with an oversized balloon (nominal inflation volume is 17ml) may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our (B)(6) affiliate, the patient died from a complication of pericardial effusion during a transfemoral deployment of a 23mm sapien valve in the aortic position. As reported, a balloon valvuloplasty (bav) with nominal volume was performed. The valve was deployed with an additional 1cc of volume. Post deployment the valve landed 80:20 aortic/ventricular with mild to moderate paravalvular leak (pvl) per echo (tee). Post valve deployment the patient¿s condition changed (hr 85bpm, ibp 6/6/6 and rsp 47). The patient was treated medically. A left coronary angiogram was performed and revealed calcium at the ostium with good flow to the left coronary artery (lca). An echo (tee) revealed a pericardium effusion at the right ventricle. A pericardiocentesis was performed and cardiopulmonary resuscitation was initiated. An attempt was made to convert the patient to an open procedure; however, extracorporeal membrane oxygenation (ECMO) could not be performed due to small access. The right ventricle was without contraction, and CPR was continued. Subsequently, the patient expired. Per report, no leakage area in the annulus and lvot. The mitral valve still look fine and no dissection at sinotubular junction (stj) or at ascending aorta. The native annulus diameter measured 19.4mm x 26.6mm with an area of 398.1mm2 by CT. The native annulus was not calcified; however, the native leaflets were moderately calcified. The image intensifier angle and the coaxial alignment of the valve and delivery system were both described as good. The patient¿s access vessel minimum luminal diameter (mld) measured >5.5mm with moderate calcification and mild tortuosity.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Procedural echo images were submitted for review. The following observations and impression were made by an edwards physician proctor. Tee (overview): · pre-procedural echo showed severely stenotic aortic valve. · some degree of mitral valve insufficiency. · tricuspid valve competent. · exclusion of aortic dissection. · pericardial effusion. Impression/recommendations: no definite root-cause for the cause of death based on tee can be established. No tamponade / leakage visible to confirm or rule out annular rupture. Coronary occlusion could not be determined based on the images provided. No aortic dissection. Cine or autopsy would be more conclusive especially to check for annular rupture or coronary (rca) occlusion as most probable complication.